Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 595 mg/dl. Reportedly, multiple occlusion alarms occurred. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5-6 hours later with the issue resolved and no permanent damage.